Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 345 which was reproduced while running an infusion. During evaluation, a failing upstream sensor was determined to be the cause.the upstream sensor was replaced.

Event description:
It was reported that a spectrum pump experienced a system error 345 during therapy in the emergency room. The customer was called and they were unsure if the device was swapped out during therapy. It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.